Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
The procedure was to treat a mildly tortuous, non-calcified, 90%, de novo lesion in the proximal circumflex. After pre-dilatation a 2.75 x 15 mm xience xpedition was advanced to the lesion. During inflation, the balloon deflated, perhaps ruptured, at 6 atmospheres. The device was removed from the artery and post-dilatation was performed. No resistance was reported during removal of the protective sheath, advancement of the device to the lesion and removal of the device from the artery. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.